Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device malposition. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture and left sided device malposition post procedure. As a result, right sided capsulectomy and replacement with mentor gel was performed on (B)(6) 2021. Additionally, the left capsule was modified in order to correctly position the implant. The right sided capsular contracture was reported initially under 1645337-2021-08026 july 15, 2021. On september 7, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.